Event description:
It was reported that while using the bd bactec¿ standard anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: false positive was observed in a pre-screened negative blood sample that had been incubated for 5 days. Following harvest of the negative blood, sample was tested on an in-house molecular device. 1 fp result out of a total of 5 replicates. Fp organism was identified as c. Tropicalis on (B)(6) 2023. No gram stain was performed. Subculture resulted in no growth. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): media was tested prior to any sample being added to bottle. No patient results affected. Customer reporting false molecular positive for c. Tropicalis with use of product 442024 lot 2326552 - bactec std anaer/f media vials.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Customer reported media was tested, and they received molecular positive identifications for c. Tropicalis. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for aforementioned batched. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported that while using the bd bactec¿ standard anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: false positive was observed in a pre-screened negative blood sample that had been incubated for 5 days. Following harvest of the negative blood, sample was tested on an in-house molecular device. 1 fp result out of a total of 5 replicates. Fp organism was identified as c. Tropicalis on 7/17/2023. No gram stain was performed. Subculture resulted in no growth. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): media was tested prior to any sample being added to bottle. No patient results affected. Customer reporting false molecular positive for c. Tropicalis with use of product 442024 lot 2326552 - bactec std anaer/f media vials.